Manufacturer narrative:
(B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted..

Event description:
It was reported that a homechoice device experienced a system error 2267 (air and fluid in line/set) alarm. This occurred during dwell phase of peritoneal dialysis therapy. There was nothing unusual found during troubleshooting that would cause or contribute to the alarm. Renal therapy service (rts) had the caregiver (cg) to cycle power to the device to clear the alarm. Rts explained the possible reasons of the alarm and assisted the cg to end the therapy. The patient would continue the therapy by manual exchange. There was no patient injury or medical intervention associated with this event. No additional information is available.